Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "a clip could not be loaded properly before use. On checking, the jaws were misaligned. Therefore, another applier was used instead". No patient involvement.

Event description:
It was reported that "a clip could not be loaded properly before use. On checking, the jaws were misaligned. Therefore, another applier was used instead". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. (B)(6) facility as part of a 50-pc. Lot in december of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet -kenosha's manufacturing process. Evaluation of the returned instrument as received shows that the jaws are slightly loose and misaligned to each other in the closed position and the handle to jaw and knob rotation mechanisms are dry and sluggish feeling and in need of proper lubrication. There is no visible damage to the jaw pivot pin area on the outer tube assembly. We are able to validate this c omplaint for the returned instrument. After the initial evaluation a few drops of non-silicone-based instrument lube was applied to the vent hole under the proximal handle and into the luer flush port and normal free movement was restored to the handle to jaw and knob rotation mechanisms. We are unable to determine what caused the jaws to be slightly loose and misaligned and for the handle to jaw and knob rotation mechanisms to become dry and sluggish feeling, but lack of proper lubrication as instructed in IFU l02425 which was supplied with the instrument at time of production and mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a